Event description:
It was reported that: during testing the user tried to insert the swg into the needle before use on a patient, but could not. Therefore, a new unit was used instead.the returned sample showed the tip of the swg was kinked.

Manufacturer narrative:
(B)(4). The customer report of a guide wire/needle resistance was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device and the product lidstock for evaluation. No definite signs-of-use were observed on the returned device. Visual inspection of the returned guide wire revealed offset coils toward the distal end. This prevented the guide wire from deploying through the cannula. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. A clear, white substance was observed inside the guide wire tubing. The offset coils on the guide wire measured 1mm via calibrated ruler from the distal end. The returned guide wire length measured 4 9/16" via calibrated ruler, which was within the specification limits of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.39mm via calibrated caliper, which was within the specification limits of 0.381mm-0.404mm per the product drawing. The needle cannula inner diameter (ID) measured 0.0170" via calibrated pin gauge which was within the specifications of 0.0165"-0.0180" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit, which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip". Resistance was encountered when attempting to thread the guide wire through the needle cannula, and the guide wire was not able to pass. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Based on these circumstances, manufacturing caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only: other remarks: n/a; corrected data: n/a.

Event description:
It was reported that: during testing the user tried to insert the swg into the needle before use on a patient but could not. Therefore, a new unit was used instead. The returned sample showed the tip of the swg was kinked.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during testing the user tried to insert the swg into the needle before use on a patient, but could not. Therefore, a new unit was used instead. The returned sample showed the tip of the swg was kinked.